Event description:
On (B)(6) 2014, the reporter contacted animas stating that the keypads buttons were unresponsive. The reporter stated the pump¿s display screen froze and she was unable to get past the verify screen. The keypad cover reportedly was intact and audio bolus button was present. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.